Event description:
The patient was revised in 1999 following date of implant in 1998. The pt had been aspirated 6 weeks post operativley and 7 weeks post operatively. Patellar clunking was observed as well. The tibial insert was not removed.